Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the single chamber pacemaker system. The physician explanted the implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found.